Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03767, 1627487-2019-11136, 1627487-2019-11138, 1627487-2019-11139. It was reported both scs systems were explanted due to not providing pain relief and the ipg¿s were causing discomfort. Patient has not used either system in over year.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.